Event description:
It was reported that the customer's insulin pump was malfunctioning and alarming motor error during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test no weird sound noted. Unit received with cracked reservoir tube lip, belt clip slot, battery tube threads, scratched reservoir tube window and missing end cap sticker.